Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video scope experienced image green. The event happened during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g3, h2, h3, h6, h11. The device was returned to regional service center (rsc) for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: an e104 error. Based on the results of the investigation there is cause traced to insertion section failure, also a failure of the defogging function that led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.